Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Insulin pump passed self test. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons were harder to press. The customer¿s blood glucose level was unknown. Customer stated insulin pump pause when changing tubing sometimes and had to reset insulin pump. The insulin pump will not be returned for analysis.